Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); however, a specific bg value was not provided. Customer delivered multiple boluses to treat bg. Tandem technical support educated the customer in regards to bolus and personal profile settings. Customer acknowledged and declined further troubleshooting.